Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a therapy test failure. There is no patient involvement.

Event description:
It was reported to philips that the device had a therapy test failure. There is no patient involvement. One processor pca was returned for failure analysis. The reported problem was not duplicated in the lab as no description of the customer issue was provided. However, prior issues were found in the log files which showed evidence of process contamination on the som pca ¿ u30. One therapy pca was also returned for failure analysis. During testing, the op check froze at the shock button test, confirming a failure with the therapy pca.